Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
When the surgeon pressed the button for transpiration, flame came out between the metal and the insulator. There was no harm to the patient. The backup device was used to complete the case.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification revealed no anomalies on the active tip. There was no evidence of any melting or charring of the active tip. There was no apparent saline residue in the suction tube. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function, and functioned as intended each time. The reported failure cannot be confirmed and we cannot determine what caused the user to experience reported problem. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. No corrective action is required and no further action is warranted at this time. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
When the surgeon pressed the button for transpiration, flame came out between the metal and the insulator. There was no harm to the patient. The backup device was used to complete the case. Our affiliate indicated via email on 11-14-2016 that no additional information is available, no delay was reported.